Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Although the delivery system was not returned, imagery/photographs were made available to edwards for evaluation. Based on the photographs provided, the complaint of balloon burst was confirmed. Additionally, due to the unavailability of the device, engineering was unable to perform any visual, functional or dimensional analysis. However, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported events, and no labeling or IFU/training inadequacies were identified. Per report, the patient had mild calcification in the native annulus, leaflets and sinotubular junction (stj). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact root cause for the balloon burst was unable to be confirmed, but was likely attributed to patient factors (calcification). No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors (calcification) may have contributed to the event. Review of complaint history for august 2017 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(6). Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, during deployment of a 26mm (B)(6) 3 valve, the commander delivery system balloon suddenly burst. The physician reported feeling strong resistance while the valve was deployed. Despite the burst, the (B)(6) 3 valve was successfully implanted with trivial aortic regurgitation. The patient left the operating room in good condition.

Manufacturer narrative:
The delivery system and device photographs were returned to edwards lifesciences for evaluation. The device underwent visual and dimensional inspection. Visual analysis revealed the inflation balloon burst ¿ almost fully radial and partially longitudinal and the distal end of the inflation balloon appeared wrinkled. Due to the condition of the returned device, no functional testing was able to be performed. During dimensional analysis, the single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. The measurements met specification. Based on the review of the photographs provided and the visual inspection of the returned device, engineering was able to confirm the complaint for ¿balloon ¿ burst¿. During manufacturing, the delivery system undergoes multiple 100% inspections. Additionally, product verification testing is performed on five (5) samples. The lot was accepted as all samples passed product verification testing. These inspections support that it is unlikely that a pre-existing damage on the balloon was present before leaving the manufacturing facility. The complaint for ¿balloon - burst¿ was confirmed. Dimensional testing showed that the balloon met specification for wall thickness, and a review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported events. No labeling or IFU/training inadequacies were identified. Available information suggests that patient factors (calcification) may have contributed to the reported event. Per cer, the patient had mild calcification in native annulus, native leaflets, and sinotubular junction (stj). Based on this information and a review of complaint history, it is likely that the root cause of the balloon burst is related to the factors detailed in the technical summary that was written by edwards lifesciences. As such, the root cause for the balloon burst can likely be attributed to patient factors (calcification in the native valve). However, based on available information, a definite root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors (calcification) may have contributed to the event. Review of complaint history for the month of august 2017 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.